Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator indication for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient had experienced a loss or change of therapy. She started leaking a couple of days ago. This morning she got up and it was dripping down her legs when she went to the bathroom. She usually raises the stimulation and leaking goes away. But today she was not able to get a normal screen on the pp(patient programmer). Pp was showing 'sync now' screen. Patient was able to sync and connect to ins (stimulator). Pp was working as intended. Patient was able to adjust her stimulation. Symptoms reported was leakage. Patient this a sudden change in therapy/symptoms. Event date was in (B)(6) 2016 ( a couple of days ago).

Event description:
Additional information was received from a patient. It was reported the patient had experienced a loss or change of therapy; the patient had an accident today and stated they would like to increase stimulation. The patient was able to increase stimulation as desired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.